Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was breached cut, there was blood in/on the helix mechanism and sleevehead, and there was apparent explant damage. Performance data collected from the device was analyzed. Oversensing was noted as three ventricular non sustained tachycardia episode <=210 ms occurred on (B)(6) 2011 in the timeframe between 22:33:23 and 22:33:27.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the lead is in process; the results will be forwarded when available.

Event description:
It was reported that one day post implant, the patient was resting in bed and received a shock. The patient was noted to be in chronic atrial fibrillation. There was also a small amount of noise noted on both lead vectors. It was thought that a subclavian stent near the entry point of the lead may have damaged the lead causing the noise, as the implanter had indicated having difficulty with lead manipulation during implant. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.